Manufacturer narrative:
The patient was sent a replacement blood glucose meter and supplies to resolve this issue. The teladoc blood glucose meter has yet to be returned for investigation. A supplemental report will be filled if the device is returned by the patient.

Event description:
The patient reported a complaint that their teladoc blood glucose meter was not accurate. The patent performed control solution test and the ranges for control solution 1 were 92-138 and 272-409 for control solution 2. Four control solution rounds were performed. The results for control solution 1 were 76 and 72. The results for control solution 2 were 204 and 296. The control solution results were not within the acceptable ranges. The patient didn't receive any medical treatment because of the inaccurate results from the teladoc blood glucose meter.